Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stent placement procedure in the common bile duct performed on (B)(6), 2012. According to the complainant, during the procedure, when the stent was attempted to be released, the guide catheter stretched and broke and the stent could not be deployed. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stent placement procedure in the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, when the stent was attempted to be released, the guide catheter stretched and broke and the stent could not be deployed. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The delivery system was returned for evaluation. The stent was not returned. Visual examination of the returned device revealed the push catheter to be kinked and the suture hole of the push catheter to be torn. The suture was found intact and attached to the push catheter. The working length of the push catheter was found kinked near the proximal end. Both the hub of the push catheter and the touhy borst were found separated from the device. Indentations at the proximal end of the push catheter were noted, and indicate that the hub was initially intact. The guide catheter was found stretched and broken and was returned stuck on a guidewire. The guidewire could not be removed due to the stretched guide catheter. No damage was noted on the guidewire. The stretched and broken guide catheter indicates force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.